Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Bradycardia and hypotension are known possible adverse pt events associated with the use of this device as stated in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia, hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt became bradycardic and hypotensive. The pt was placed on a dobutrex drip which was later changed to dopamine. One day postprocedure, the dopamine was discontinued. Two days postprocedure, the pt was discharged to home in stable condition with normal blood pressure and heart rate, however, the pt was instructed to hold diovan, imdur and lopressor. Although requested, there is no additional info available. Study event.